Manufacturer narrative:
Additional information: d4. Plant investigation: a review of the batch documentation revealed no non-conformity during the manufacturing process and no other similar complaints have been reported for this batch number. The complaint sample was not available for evaluation. A photo was provided which shows an increasing pressure value at the p2 port and delta pressure in the trend table of the console. The p3 value remained at the same level. Exchanging the integrated pressure sensing (ips) connecting cable did not solve the issue. A definite cause could not be determined. It is assumed that there was a defect with the p2 ips connection port.

Event description:
A user facility reported a pressure sensor defect. Upon follow-up, it was reported that the patient had a blood loss of approximately 50 ml due to kit exchange. There was no specified patient serious injury and no medical intervention was required. The complaint sample was not available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a pressure sensor defect. The patient had a blood loss of approximately 50 ml due to an unreported cause. There was no specified patient serious injury. The complaint sample was not available for product investigation.

Event description:
A user facility reported a pressure sensor defect. Upon follow-up, it was reported that the patient had a blood loss of approximately 50 ml due to kit exchange. There was no specified patient serious injury and no medical intervention was required. The complaint sample was not available for product investigation.

Manufacturer narrative:
Additional information: section a (additional patient information), b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.